Event description:
The threaded tip of the implant holder broke off intraoperatively.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Device returned to and evaluation completed by synthes (B)(4). The threaded tip of the implant holder is broken off due to a mechanical overload. The broken surface is homogenous which indicates material conformity to the specification.